Event description:
On october 22, 2021, senseonics was made aware of an incident where patient experienced a hyporglycemia event where sensor showed 120 mg/dl where as bg was around 47 mg/dl. Patient had symptoms such as shivering and a strange taste on the tongue. Patient complained that she did not receive low glucose alerts as it never crossed the set threshold of 70 mg/dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the data management system (dms) investigation analysis, the temporary mismatch between the sensor readings and fingerstick measurements was due to transient noise in the sensor diagnostics which was observed after insertion on october 22. Once the sensor diagnostics recovered, the system started to display good agreement between the sensor readings and fingerstick measurements. No further investigation was found necessary for this complaint.